Event description:
A customer reported to carefusion, "mask separated from tubing when oxygen was turned on during a safety check prior to new patient arriving in room." During evaluation of the return sample, it was determined that the oxygen connector component at the end of the oxygen tubing was occluded with plastic, not permitting the flow of oxygen. This complaint is being reported as a malfunction based on the information received during device evaluation.

Manufacturer narrative:
(B)(4). Results of evaluation: the customer returned sample was received and evaluated. It was visually observed that the oxygen connector was occluded with plastic from the same material as the connector. The device history record for the lot number reported was evaluated for any issues related with this customer report. The product was manufactured, inspected and released in accordance with our internal procedures and no issues were observed. In addition the subassemblies were reviewed and no issues were observed. Our manufacturing process was not reviewed because part# 001260 was not being manufactured at the time of review. The manufacturing process of the occluded connector was reviewed and it was observed that the pin was damaged causing the connector to be blocked. No issues were found with the materials. Carefusion has opened a corrective and preventative action to determine the root cause and corrective actions for this issue.